Event description:
Customer reported that a patient presented with purrulent drainage from the surgical site approximately 6 weeks following l4-l5 decompression with posterolateral fusion procedure. Wound site was cleansed with peroxide and the patient prescribed antibiotics.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form wil be submitted accordingly.